Event description:
It was reported the patient had interstitial cystitis. It was noted the patient had their bladder stretched and scoped and their urethra fixed. It was reported the patient could not urinate. It was noted the patient¿s device had not been helping with those issues. It was reported the patient had had their bladder stretched two or three times since implant. It was noted the patient saw their healthcare provider the morning of the call due to their neurogenic bladder. It was reported the patient went to the emergency room the night prior to the call for retention. It was noted the patient was catheterizing 1,300 cc of urine, so the catheter was left in. It was reported the catheter was taken out the next day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v660707, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received indicated that the cause of the event was reports as unknown. It was indicated that there was none abnormal impedance measurements. The patient had interstitial cystitis and also had some anxiety problem. There was no hospitalization.